Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported they had surgery about three weeks ago. ¿about a day ago¿ they experienced a loss of stimulation, a loss of therapy, and pain. It was confirmed with the consumer the implantable neurostimulator (ins) was on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.